Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). Upon interrogation the device recorded a code 1003 indicative of voltage too low for the remaining battery capacity. An analysis by boston scientific technical services (ts) found the device was not detecting battery depletion correctly and replacement was recommended within seven days. It was further reported this device emitted audible tones. Subsequently this device was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. This device has returned and analysis completed.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Based on the memory log the device voltage and battery power usage was normal while implanted, all therapy was available while implanted. Having met the engineering longevity prediction, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.